Event description:
The pt contacted animas alleging that the pump was intermittently not responding to pressing of the up arrow button. He claimed the keypad was intact. The pt denied exposure of moisture or trauma to the device.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the keypad was lifted from the base near the up arrow button. The up arrow button was unresponsive. The keypad was removed and the up arrow button contact was found to be inverted.